Event description:
It was reported that during an atrial fibrillation ablation a farawave catheter was selected for use. During procedure, the port where the tubing hooks up was leaking and ultimately broke off. The catheter was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection revealed no outer abnormalities were noted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. The device passed all tests performed, showing no evidence of the reported allegations.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, the port where the tubing hooks up was leaking and ultimately broke off. The catheter was replaced, and procedure was completed without patient complications. The device was received for analysis.